Event description:
Discrepant results for one patient sample. Initial sodium result 78 mmol/l, potassium result 2.3 mmol/l. Same sample repeated gave results of 138 mmol/l for sodium and 4.1 mmol/l for potassium. The initial results were not reported. The field service representative determined there was a missing o-ring in the lithium electrode and the reference solution air intake hole was clogged. The instrument was repaired.